Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument main tube had material removed. It was determined that the failure mode is consistent with the use of a potentially defective cannula.

Event description:
It was reported that during the surgical procedure, the customer noticed that the is2000 monopolar curved scissors instrument was rubbing against the trocar and metal residue fell inside the patient. The procedure was completed with no delay and no additional procedure was required. No patient harm, adverse outcome or injury was reported. The following medwatch reports were created for the three cannula accessories used during the surgical procedure. MFR. Report # 2955842-2006-00162, MFR report # 2955842-2006-00163, and MFR report # 2955842-2006-00164.